Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a kink was observed in the imaging window assembly at 67.1 cm from femoral marker at the distal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing in the roller coaster model, a good square image appeared in the system. In order to inspect for imaging core windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that imaging core wind up encountered. The opticross¿ imaging catheter was used to visualized 90% stenosed target lesion located in the moderately tortuous and severely calcified artery. During percutaneous coronary intervention, imaging core windup was encountered during use at pre intravenous ultrasound. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint of the device.